Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a rewind required alert despite of not having received any pump error alarm. The customer's blood glucose was 11.9 mmol/l at the time of incident. The insulin pump passed the self test. The alarm history also did not have any pump error alarm expect for rewind required alert. The device is not expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments and blank display due to moisture damage on the electronic assembly, unable to confirm rewind anomaly due to blank display. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display.